Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The customer reported that the surgeon was revising a tkr and that once inside the knee he allegedly found that the scorpio nrg ps insert had fractured at the post base. The customer further reported that the patient first had a tkr on (B)(6) 2009. The patient was having symptoms and so the bearing was changed in 2010. The customer further reported that the patient has continued to have problems and attended for tkr revision on (B)(6) 2015 where it was discovered that 82-7-0515 lot 5j3mnd had allegedly fractured. The surgeon believes that the angle of the fracture would indicate some trauma which could have contributed to the event, although the patient has not reported any trauma to the surgeon.

Manufacturer narrative:
The device was not located for evaluation. Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Not returned.

Event description:
The customer reported that the surgeon was revising a tkr and that once inside the knee he allegedly found that the scorpio nrg ps insert had fractured at the post base. The customer further reported that the patient first had a tkr on (B)(6) 2009. The patient was having symptoms and so the bearing was changed in 2010. The customer further reported that the patient has continued to have problems and attended for tkr revision on (B)(6) 2015 where it was discovered that 82-7-0515 lot 5j3mnd had allegedly fractured. The surgeon believes that the angle of the fracture would indicate some trauma which could have contributed to the event, although the patient has not reported any trauma to the surgeon.